Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent discectomy surgery due to spinal stenosis. Intra-op, tip of the instrument broke off and was left in the patient in order to avoid harm. No other patient complications were reported due to this event.

Manufacturer narrative:
Product analysis results: visual and optical examination confirmed the lower jaw is broken at the pivot pin. The broken off portion of the jaw is missing and was not returned for analysis. The location, direction of fracture and amount of force required in order induce fracture is consistent with application of excessive force. This type of damage is consistent with overload. If information is provided in the future, a supplemental report will be issued.